Event description:
The lead was opened and handed to the sterile field uneventfully. Upon inspection, prior to use, the hcp noted the lead to have a slight curve at the distal tip. The lead was replaced.

Manufacturer narrative:
Final device analysis revealed that the #3 conductor was broken at the #3 electrode weld site. The #3 electrode is scraped around the weld site and the reflow does not appear to have filled the slot. Circuit #3 was open.